Event description:
The facility reported a pump with 8 battery discharges below the alarm threshold. It is unknown when this occurred. There was no pt injury or medical intervention necessary according to the hosp rep. No add'l info is available.